Event description:
To summarize the clinical event, we understand that a revision procedure was being performed due to the fracture of the left ventricular lead associated with this implantable right ventricular (rv) lead. A commanded shock was completed prior to the explant of any product and resultant measurements were normal. After the associated device was replaced and this rv lead was connected to it, the lead exhibited shock impedance measurements of greater than 125 ohms. This rv lead was explanted and returned to boston scientific for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual confirmation noted that the lead was returned severed and in 2 pieces. The rate sense conductor coil was stretched and extended beyond the severed insulation by approximately 45mm. There were setscrew markings noted on the terminals, the is-1 terminal pin, and the high voltage terminal and the is-1 ring. The extraction stylet was stuck in the tip segment. There was laser damage noted in several places along the lead, which put holes in two places on the lead, and the conductors were looped out through the holes, due to the pulling force as it was removed from the patient. There was bodily fluid noted in the lead lumen. The proximal end of the spring electrode was separated from the lead insulation and there was medical adhesive found. The helix was partially extended and calcification was covering most of the distal electrode. The distal high voltage cable was fractured at the proximal end of the yoke. Analysis found that this damage is consistent with the yoke of the lead being used as a handle to pull the lead terminals from the device header during explant. This damage was determined to be procedurally induced.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited greater than 125 ohms shocking impedances and was found to be fractured. The lead was then explanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.